Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-01891. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections, strokes, and transient ischemic episodes. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.